Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they are having trouble with their "stimulator" and it is getting hot. Pt clarified that the paddle is getting hot and the cord on recharger going into the paddle is loose. Agent asked event date - pt stated a couple months going back to 2023.  An email was sent to the repair department to replace the controller, battery pack, belt, and the recharger. Agent sent email to device registration to update pt's hcp.  Information was received from a patient (pt) regarding an external device. During the call, pt also mentioned the battery pack has been split in half for probably 9 months since 2023. Agent had pt remove battery pack and pt stated controller battery compartment is rusty on the inside. Pt mentioned meeting with mdt rep today because pt thought something might be wrong with their "leads" - mdt rep told pt no, the external equipment is the issue.  The issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6) ); product type: 0001-accessory brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.